Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 87 mg/dl. The customer also reported that they stuck in the rewind mode. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to revert to back up plan. The device will be returned for analysis.